Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.